Event description:
It was reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).